Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and advantage was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced , urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh and granulation tissue removal on (B)(6) 2009 due to erosion, dyspareunia, stress urinary incontinence and cystocele. It was reported that on (B)(6) 2009, a cystoscopy was performed on the patient for urgency, discomfort and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision on (B)(6) 2008.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent essure procedure and cystoscopy.